Event description:
Consumer called to report their meter giving inaccurate results. Analysis run on clark error grid using mean average reading (257) as ref. Point vs. Bd readings of 382, 132 yielded data points in the c zone of the grid, outside of acceptable limits.